Event description:
The pt was recalling blood glucose results from the suspect device memory and found a value of 707mg/dl. The pt said the actual value displayed on the suspect device at the time of testing was in the 200's mg/dl.